Event description:
It was reported the device infused adriamycin over 48 hours instead of our typical 96 hour duration. Gravity/internal pressure is used to prime. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found the tamper seal to be broken, the rear and front housing had a gap between the latch lock, and the latch lock was worn. The device's event history log was reviewed for evidence of the reported problem, found rate was (ml/hr) 048.2, reservoir volume set to (ml) 0096.0" in the log. To conduct functional testing three accuracy tests were performed. Upon review, the reported problem was duplicated. The most probable cause is user error. To address the issue the expulsor was trimmed. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.